Event description:
A universal high torque drill was sent for evaluation due to overheating during testing. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted with in the internal components of the device.